Manufacturer narrative:
Age at time of event: over 18 years. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained through the radial artery. The 90% stenotic, de novo lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. The physician dilated the lesion with a 2.5x15mm unspecified balloon and then advanced the 3.0x32mm taxus liberte stent to the lesion and was unable to cross. When the device was removed, it was observed that the stent was lifted. The procedure was completed with a 3.0x24mm unspecified device. No patient complications were reported and the patient's status is good.